Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the left ventricular (lv) lead, the target location basal, lateral, for the lv lead could not be reached due to dislodgement/unstable condition. As a result, the final lv lead position of the lead was the middle, lateral. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) clinical study.